Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief after a fall unrelated to the evoke scs system. An impedance check identified disconnected electrodes and high impedances on one (1) lead. A revision procedure was completed and therapy restored.